Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of this data indicated pacing capture threshold in the rv (right ventricle) was elevated. Additionally, analysis indicated a r-wave amplitude measurement issue. There was no evidence of oversensing in the s2d. Limited information provided. It was also noted that on (B)(6) 2014, rv (right ventricular) capture threshold has risen to greater than 2.5 volts and is consistently above 2.5 volts. The r-wave amplitude has been low since (B)(6) 2015. The current measurement is 0.9mv. (B)(4).

Event description:
It was reported that at the patient's follow-up visit it the right ventricular (rv) lead exhibited failure to capture, low r-waves, and oversensing. The patient was brought to the cath lab where it was determined that the rv lead had dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.